Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ message when attempting to select the change cartridge option, preventing a dry run, and the alert persisted after multiple restarts, indicating a mechanical problem consistent with a consecutive stalled motor alarm during insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.